Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles on the shell and delamination on plug strap. Leak test and microscopic analysis was performed which identified: delamination on plug strap and delamination on diaphragm flange disk. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination partial separation of the valve (adhesive failure). A delamination total separation of the disk on plug strap (adhesive failure).